Manufacturer narrative:
E1: patient city - (B)(6), patient country - hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 28mmol/l at the time of event and the patient got treated with pump. The patient was admitted in the hospital for two days. Patient experienced the symptoms like sickness and vomiting. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 08-may-2025. Device history record (DHR) review: the lot 6007189 was manufactured according to the work instruction (wi) version 79 on 21-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 08-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6007189 and no more complaint has been registered in database for the same lot 6007189, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.